Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had difficulty removing the catheter from the patient. They felt like the sensors were raised causing the difficulty to extubate. There was no patient and user harm.